Event description:
It was reported that during a transcatheter aortic valve implant procedure, a non-medtronic guidewire was positioned. Following positioning of the guidewire, atrio-ventricular (av) block of unspecified degree occurred. Subsequently, the guidewire was repositioned and the av block of unspecified degree subsided. A pre-implant balloon aortic valvuloplasty (bav) was then completed. During completion of the pre-implant (bav), the av block of unspecified degree reoccurred. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus where the valve was then implanted. Following implantation of the valve, the patient's av block of unspecified degree remained as they left the operating room. After leaving the operating room, the patient was noted to be hypotensive. Subsequently, a type b dissection was then identified. Due to there being no involvement of other vessels, conservative management was provided.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013280860); product type: 0195-heart valves; implant date: na h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.